Event description:
Caller reported obtaining the following blood glucose values from his aviva system (system 1) and his neighbor's aviva system (system 2) within 10 minutes: 11.2 mmol/l (system 1) compared to 5.7 mmol/l (system 2). Information for neighbor's meter is not available; the same strip lot used in both meters. No adverse event reported. Monitor and strips replaced for customer and expected to be returned, no replacements for neighbor monitor, neighbor monitor not expected to be returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4).